Manufacturer narrative:
Evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer (and surgical technologist) reported blurry vision and flashes in periphery that look like "strobe lights" following an intraocular lens (iol) implant procedure. She is unable to see the monitors on the board during surgery and is unable to work at this time. There are two medical device reports associated with this event. This report is for the left eye.